Event description:
Pt had been on bi-pap for approximately 20 minutes when it stopped ventilating. Removed pt from machine and started bagging pt. Turned bi-pap off, then back on and machine worked for an additional ten -10- minutes and then quit again. Replaced bi-pap machine for another working machine and notified biomedical services for repair.